Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be an out of calibration air in line printed circuit board. This issue is currently being investigated under CAPA (B)(4). The device was repaired and returned to the customer within specifications. The master software version for this device is 6.13.90 which is classified as colleague 2006. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump which experienced failure code 810:11 during programming/set-up. According to the hospital representative, no patient injury or medical intervention has been reported related to the device. The master software version for this device is 6.13.90 which is classified as colleague 2006.